Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
High rv lead impedance of greater than 2500 ohms and loss of capture was reported. Clinic will continue to watch lead values via home monitoring. The lead remains implanted.